Event description:
At routine clinic device check, far field showed an underlying rhythm of about 80bpm as well as the pacing spike. Verified this was undersensing and loss of capture. The follow up screen showed no sensing or threshold values, and pacing imp >3k and shock imp >150. Sensing, impedance test verified those results, and pacing at max output did not capture either. ICD and pacing turned off. On the long term trend data, (B)(6) 2021 the device stopped sensing, and the pacing impedance dropped to or below 200. On (B)(6) 2021, the shock and pacing impedance spiked to above 150 and 3k respectively. Lead remains implanted, but device has been turned off. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 and (B)(6) 2022 showed the sudden decrease of the pacing impedance from approximately 500 ohms to less than 200 ohms followed by a sudden increase to greater than 3000 during the recorded period. Furthermore, the shock impedance was found increased from approximately 82 ohms to greater than 150 ohms. During the analysis of the acquired trend data, the reported loss of capture could be confirmed. Further analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to oversensing as well as inappropriate ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
At routine clinic device check, far field showed an underlying rhythm of about 80bpm as well as the pacing spike. Verified this was undersensing and loss of capture. The follow up screen showed no sensing or threshold values, and pacing imp greater than 3k and shock imp greater than150. Sensing, impedance test verified those results, and pacing at max output did not capture either. ICD and pacing turned off. On the long term trend data, 8-22-2021 the device stopped sensing, and the pacing impedance dropped to or below 200. On (B)(6) 2021, the shock and pacing impedance spiked to above 150 and 3k respectively. Lead remains implanted, but device has been turned off. No adverse patient events were reported. Should additional information become available, this file will be updated.